Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that "the xmax drill had a hole in the cord: the symptom was noticed in sterile processing." The drill was not used in surgery. There were no injuries or medical intervention reported. The customer stated cord however they are referencing the hose as being damaged. There was no additional info provided.